Manufacturer narrative:
Customer reported that there was a system failure. Both seals were intact,top and bottom case cracked by the front left bottom corner. Performed power up and performed infusion and occlusion test,primary audible alarm bgnd test found in ehl. Unable to determine who caused the problem,no external damage or contamination to interconnect board or speaker. Replaced speaker as preventive measure and performed self test and occlusion test. J9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection.

Event description:
It was reported that the device had system failure and primary audible alarm. No patient injury was reported.